Event description:
During surgical aortic replacement, blood leakage was evidenced from the graft. It was reported that the leakage was longer than expected. Pt was reported to be fine. No further information was provided.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device eval was performed since grafts remained implanted in pts. However, grafts from the same lot number than the complaint device underwent water permeability testing. Test results indicated values well within product specifications. Results: a review of the device history records indicated that the grafts were processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records and in the sewing records. Sixteen products from the same lot numbers than the complaint devices underwent water permeability testing. Tests results indicated values well within product specifications. Conclusions: no conclusion can be drawn. However, the testing performed on similar products would tend to indicate that the devices were not defective.